Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock lead impedance measurement greater than 125 ohms which was detected via the patient¿s remote monitoring system. Impedance on defibrillation threshold (dft) test at implant was 90 ohms. Boston scientific technical services (ts) discussed breaking down vectors and possible calcification. The health care professional (hcp) will have the field representative check the patient. Additional information was received indicating that the physician opted to continue monitoring this patient. No further actions were taken at this time. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The shocking electrode of the rv lead was noted to be physically damaged. The rv lead was explanted and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Additional information was received that a revision procedure was planned, however, was cancelled and will be rescheduled for an unknown date in the future. No adverse patient effects were reported.

Event description:
Additional information was received indicating that another red alert was detected for high out-of-range shock impedance measurement. This has been an ongoing issue. No further interventions were performed at this time and the patient is continuously monitored.

Manufacturer narrative:
(B)(4).